Event description:
It was reported that intermittently the 9800 sys has "washed out" images. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the interconnect cable. Advised the customer and customer stated they will order the cable and replace. No add'l info. Service call closed.